Event description:
The patient's device showed high impedance and the patient experienced painful stimulation. The patient's father indicated there was trauma to the device area that could have damaged the device and prompted a recent, violent seizure. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Section b1. Adverse event or product problem: corrected data; adverse event added. Section b2. Outcomes attributed to adverse event: corrected data; required intervention to prevent permanent impairment/damage.

Event description:
The patient's husband reported that the device was shocking her so bad before disablement that the patient wanted to rip the device off. He also noted that when the patient would be around electrical equipment, the device would stimulate the patient's skin and the vns site would turn red. It was noted that the issues started earlier than what was previously known. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Section b5. Describe event or problem: corrected data; supplemental MDR 2 did not clarify how the painful stimulation was not related to the high impedance.

Event description:
High impedance was first seen on the patient¿s device in (B)(6) 2020 by the neurologist. Painful stimulation was reported shortly after by the patient¿s husband and was later noted to have begun after a violent seizure that occurred in (B)(6) 2020. The patient¿s father mentioned that the patient could have experienced trauma to the device area during the violent seizure in january. The seizure was not alleged to be due to vns but was reported by the patient¿s father as an event that could have caused trauma to the device. Programming history data showed that the impedance was within normal limits in (B)(6) 2020. This indicates that the painful stimulation is not related to the high impedance because the high impedance was not seen until (B)(6) 2020. Furthermore, the programming history data also showed that the impedance value remained under 6,000 ohms and consistently measured around 5,300 ohms, which is not indicative of an expected lead fracture, but instead relates to the internal investigation which identified that a change in the timing of the impedance test may result in higher impedances for the model 1000 generator. The event date of the patients painful stimulation does not correspond with the reported high impedance timeline, and it is known that per the internal investigation of model 1000 higher impedances, the high impedance seen in this case is known not to impact the performance of the device and its ability to safely deliver therapy and therefore does not appear to be related to the painful stimulation. The neurologist also noted that the referral for surgery was for patient comfort and not to preclude serious injury.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
The patients husband stated that the painful stimulation began after the patient had a grand mal seizure which led to a bad fall. The painful stimulation was noted to only occur with magnet stimulation. Per the physician, the seizure occurred in (B)(6) 2020 and is located in the anterior chest wall. The physician has no assessment on the cause of the painful stimulation. The physician believes the cause of the high impedance is due to patient manipulation or trauma of the device. Tablet data was reviewed and high impedance was noted. The most recent data showed the device was disabled. There were no other anomalies. The device history record was reviewed and the generator had no nonconformities prior to distribution. Based on the information received to date, it appears likely that the high impedance is related to the m1000 generator increased impedance trend. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction.